Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 24 x 3.00 promus elite drug eluting stent was advanced for treatment but failed to cross the lesion. During removal, the stent got dislodged in the radial artery. The patient did not exhibit any symptoms when the stent dislodged. No attempt was made to remove the stent and it remains inside the patient. The patient condition post procedure was stable.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6). E1-initial reporter address 1: (B)(6). The promus elite ous mr 24 x 3.00mm stent delivery system was returned for analysis. The device was returned with no stent attached to the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 24 x 3.00 promus elite drug eluting stent was advanced for treatment but failed to cross the lesion. During removal, the stent got dislodged in the radial artery. The patient did not exhibit any symptoms when the stent dislodged. No attempt was made to remove the stent and it remains inside the patient. The patient condition post procedure was stable.